Event description:
It was reported that a patient called in at 2:30 am to report that the cadd® cadd-ms® 3 ambulatory infusion pump was alarming high pressure/blockage. When the patient checked, the cartridge was empty. The patient is unsure of when the cartridge ran out of remodulin as the pump did not alarm for low volume. The patient was able to fill a new cartridge, change the line, and resume infusion. No patient injury. Remodulin is a prescription medication used to treat adults with pulmonary arterial hypertension.

Manufacturer narrative:
One cadd extension set was returned for evaluation. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in some bonds of the samples, also a hourglass of solvent was detected in one of the filter joins. Functional testing on the sample received was connected to cassette product and using a cadd legacy plus pump to look for unusual functions; the water was unable to flow through the extension set completely as the pump showed the message "high pressure" and priming could not be done. The customer's reported complaint was verified. The root cause was determined to be that the operator applied an excessive amount of solvent in the bonding between the tube and the filter.